Manufacturer narrative:
Patient height was reported as 5 feet 3 inches. Bmi: 19.1. Product development investigation was completed. A visual inspection, functional test, and device history record review were performed as part of this investigation. The connecting screw was threaded and unthreaded into a known good nail (450.807, lot 4227661) and no difficulty or resistance was identified. The complaint against the connecting screw could not be replicated or confirmed therefore a root cause could not be determined. The head of the slide hammer was manipulated and it was noted that a lot of force was required for the hammer to move through its full range of motion. The returned instruments are routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. Relevant product drawings were reviewed: a dimensional analysis is not relevant as the connecting screw was found to function as intended and the slide hammer still functions but requires lubrication. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The complaint against the connecting screw could not be replicated or confirmed therefore a root cause could not be determined. Although the definitive root cause could not be determined for the slide hammer, it is likely that care and maintenance contributed to the complaint condition. The synthes reprocessing of synthes reusable devices guide instructs to ¿lubricate instruments with moving parts, such as hinges and joints, spring-loaded ball bearings, and threaded parts. No new, unique or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Concomitant devices reported: insertion handle for suprapatellar (part # 03.010.440, lot # 160187-101, quantity # 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review, part number: 03.010.404, synthes lot number: u203159, supplier lot number: n/a, release to warehouse date: 13-may-2014, 30-jun-2014, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a suprapatellar tibial nailing on (B)(6) 2017, instruments malfunctioned. After the nail was implanted, and the interlocking screws were implanted successfully, the insertion handle/connecting bolt would not unscrew from the nail. The screws and nail were removed, the connection was inspected and we found that the connection unscrewed successfully. The nail and screws were re-implanted only to find the same problem. At that time a posterior rotational force was placed on the pounding cap to allow the insertion handle/connecting bolt to finally unscrew. The nail remains implanted. In addition, the slotted mallet is not functional. The top portion of the mallet didn¿t toggle as it should. As a result of all of these issues, there was a surgical delay of twenty (20) minutes. No adverse events occurred and no unanticipated x-rays were needed. Patient outcome is stable. This complaint involves two (2) devices. Concomitant devices reported: insertion handle for suprapatellar (part # 03.010.440, lot # 160187-101, quantity # 1). This report is 1 of 2 for (B)(4).